Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. Post-paced t-wave oversensing (pptwos) was also noted but no changes were made for resolution of that anomaly. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.